Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user reduced the laser power from 120% to 100% firing power once the blue pixels were witnessed but this did not dissipate the blue pixels. The user also left off the foot pedal once the blue pixels were witnessed. The physician performed a biopsy prior to the ablation procedure but did not flush it. There were no patient complications reported in relation to this event.